Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was unable to boot, stalling at 00:00. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed the defective frame grabber cards. The defective flexvision pc was returned to failure analysis which was not confirm the issue. Fse replaced the flexvision pc and installing board software. After the replacement of flexvision pc, the system was returned to use in good working order. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1144-2024). The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.